Manufacturer narrative:
Product complaint #: (B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The manufacturing record evaluation was performed, and the manufacturing criteria was met prior to the release of this batch/lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Can you please provide more event details? Was the red manual knife reverse switch attempted? If yes, did it function properly? If no, please explain. Did the jaws of the device eventually open?

Event description:
It was reported that during the radical gastrectomy for gastric cancer, could not fire and could not return the blade. Changed the new one to cut the tissue and took out the device. As this cut part is not key part, there was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
Product complaint (B)(4). Batch # r59d75. Device evaluation summary: the analysis found that one ec60a device was returned with no apparent damage and with one ecr60b cartridge loaded in the device. The cartridge reload was received fully fired. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Additional information was requested and the following was obtained: can you please provide more event details? No was the red manual knife reverse switch attempted? Yes if yes, did it function properly? No if no, please explain. It did not work, don't the reason did the jaws of the device eventually open? No